Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that no sample is available for return. According to the suggested directions for use for this device in the IFU "before applying the device the patient's skin should be clean, dry and free of oily residue. The use of skin gel wipes or other skin preps with the et tube holder is not recommended. Also, the two skin barrier pads should be press onto patient's skin and hold in place until they adhere well (approximately 30 seconds)." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the pads are not sticking". No patient injury or harm reported. Patient condition unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the pads are not sticking". No patient injury or harm reported. Patient condition unknown.